Manufacturer narrative:
Exemption number e2014021. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun medical ag(manufacturer). This report has been identified as b. Braun medical internal report #(B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities in 2016 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. An epicutan test was send to the patient in order to detect any allergy to the ingredients of the device. No samples sent for analytical investigation. No batch number available. Without the sample and /or lot number, further evaluation is not possible. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted. H3 other text : neither sample nor batch available

Event description:
As reported by the user facility: short description of adverse event: 5 minutes after exposure to prontosan in a leg ulcer, the patient got itch in her hands, erythema in face, stomach ache, heart palpitations - immediately the patient got 1 ml adrenalin, 1 ml phenergan, 100 mg solucortef. After 5 min the symptoms calmed down. After 1 hour observation the patient is discharged with telephonic contact the same day without any problems. The device is used topical, 2-3 times a week.